Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6). The customer reported peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The patient stated that he had to completed chemotherapy treatment and he thought that the peritonitis had started there. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12f11075. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this event.